Event description:
It was reported the customer was hospitalized on (B)(6) 2015. Customer stated they were hospitalized due to their healthcare provider's request. Customer stated they had a high blood glucose over 300 mg/dl at the time of their hospitalization. It was also found the customer had ketones in their urine and was experiencing a high blood glucose of 400 mg/dl several days prior. The customer was treated with an insulin drip and fluids at the hospital. The customer was released after several hours of being hospitalized. Customer's blood glucose was 153 mg/dl. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.